Event description:
During atherectomy procedure, wire fractured leaving a portion of wire in right coronary artery. Pt became hemodynamically unstable and was taken for emergent coronary artery bypass surgery and wire removal.